Event description:
The customer's blood glucose was unknown. It was reported that the customer received a low battery alert and, after inserting a new battery, received failed battery test alarms on the insulin pump. The customer stated that their insulin pump accepted a battery after many attempts, but, after an hour, the insulin pump alarmed off no power. Troubleshooting was done. The customer confirmed that the battery cap was not loose, cracked or damaged. The customer stated that the insulin pump overheated and thus advised customer to disconnect from their insulin pump. Advised to revert to a back-up plan until the replacement insulin pump arrived. Advised that a replacement insulin pump would be sent. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Manufacturer narrative:
The pump powered up properly after battery installation. The pump was received with operating currents within specification. No unexpected low battery alarms or failed battery tests were noted. No battery or battery tube over heating anomaly was noted. The pump had a cracked case at the display window corners, and minor scratches on the lcd window.